Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia of value 467 mg/dl. The customer was treated with manual injection for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. The customer stated that the auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. Customer wishes to perform the high pressure test. The insulin pump will not be returned for analysis.